Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent slipped off the balloon when unpacking. There was no patient involvement. No add'l event or patient info is available.

Manufacturer narrative:
.